Event description:
Intraaortic balloon catheter was placed in the patient preoperatively to act as ventricular assist post bypass. Balloon catheter was prepared in normal fashion and central lumen flushed preinsertion. Balloon was placed after dialation through the manufacturers sheath provided. Upon placement the iabp catheter would not flush upon start up. We removed the balloon catheter and replaced with new catheter.

Event description:
Intraaortic balloon catheter was placed in the patient preoperatively to act as ventricular assist post bypass. Balloon catheter was prepared in normal fashion and central lumen flushed preinsertion. Balloon was placed after dilatation through the manufacturers sheath provided. Upon placement the iabp catheter would not flush upon start up. We removed the balloon catheter and replaced with new catheter.